Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited no disposable clamp tubing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analyst were unable to duplicate the reported issue. There was no fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.